Event description:
It was reported that the patient presented in clinic for generator change procedure with experienced arrhythmia. Upon interrogation, the atrial (ra) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Additionally, the oversensing on the ra lead led to over pacing in the ventricle lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.